Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "as soon as they are introduced into the operating channel, the electrodes break or bend during resection. This results in lost time and the need for a new electrode." Medical intervention was required in which they had to adapt their procedure in order to finish the surgery.

Manufacturer narrative:
Additional information is provided in section d10 to provide the associated products. The following of the involved products were returned to the manufacturing site on 2023-12-28:: - 011050-10, lot: pm12; - 011050-10, lot: pm10; - 011050-10, lot: sn01. The involved product 011050-01, lot: pm14 was not returned so far. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: most likely, the active electrode got bent during use - in case of #3 and 4 this lead to a shortcut - melting the neutral electrode. Use error - application of excessive force during use. The event is filed under internal karl storz complaint ID: (B)(4).